Event description:
During a pacemaker implant procedure in the operating room, the pt was being monitored using the device. When the surgeon triggered the electro surgical device, the monitor ECG display changed to a flat trace. After approximately 30 seconds, the attending nurse removed the pt cable from the device and plugged it in to a nearby monitor. There were no adverse affects to the pt reported as a result of the alleged malfunction.